Event description:
The customer reported experiencing low blood glucose and the paramedics were called. The customer mentioned being in coma for five days, and the staff at the hospital checked her insulin pump. The caller stated that the insulin pump was damaged as a result of the paramedics' intervention. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.